Event description:
It was reported that while unpacking the mach1 guide catheter for a percutaneous coronary intervention, the physician noticed dirt on the inside shipping card. The procedure was successfully completed with another of the same device. No post-procedure complications were noted and the patient's status was reported as "no problem".

Manufacturer narrative:
(B) (4).